Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of separation failure was not confirmed. Final analysis found the helix length and button hole were within specification and the device exhibited normal device characteristics without any anomalies.

Event description:
It was reported that the patient presented during leadless pacemaker implant procedure. During procedure, it was noted that the leadless pacemaker failed to separated from the delivery catheter. The reported leadless pacemaker was not installed and the procedure was completed with new set of delivery catheter and leadless pacemaker on (B)(6) 2023. The patient was in stable condition.